Manufacturer narrative:
Investigation: smiths medical intl's investigation stated that the report of cuff leakage was confirmed. Examination of the returned complaint sample revealed a tear, approx 1.16mm in length. There were two scratches near the leaking point. No leakage was observed from these scratches. It was also noted that the flange had discolored and could not be fully cleaned as it had dirt in it. We could not search for similar reports on the device lot as that the lot was not provided. Though, there have been complaints of this nature on this prod code, these are historical and do not indicate a systematic failure during MFR. A further review of mfg records confirmed the presence of a 12 hr inflation check carried out on 100% of this line. Root cause: it is not known if the unit was pretested per the instructions for use. As the prod only became deflated after five days in use, and based upon the damage found, we feel the most likely cause for this incident is that the cuff became damaged following repositioning or manipulation of the tube. Though these prods are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. No corrective action was taken as a result of this incident, but all details have been entered into the complaints history database for future trending.